Manufacturer narrative:
The actual device was not available; however, two (2) companion samples were received for evaluation. Upon visual inspection of the samples, it was observed that both had full foam separation. The reported condition was verified. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were two (2) minicaps in which the sponges were loose and "dropped off" when the nurse opened the aluminum foil paper. This occurred before use. A new product was replaced to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.